Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String was not there [device physical property issue]. Case narrative: consumer reported via email that the string was missing from several tampons. No injury was reported.